Event description:
A patient underwent a laparascopic cholecystectomy; procedure was uneventful; endo clips x2 were used on the cystic artery; the 10mm hydro-dissection probe was used during irrigation; surgical bed was dry when closed. Patient began having decreased bp, increased pulse immediately upon arrival in recovery room; fluid challenge unsuccessful so was returned to or and laparascopic exam done. Endo clips were missing and could not be located. Artery was again clipped.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.